Manufacturer narrative:
Unit had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform any test or verify software error alarm and reset time/date anomaly due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she received a software error alarm while bolusing for a 400 mg/dl blood glucose level. The customer reset the time and date but the insulin pump rewound by itself and the buttons on the insulin pump were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.